Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed pressure test. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the sticker seal was missing. Review of the event history log showed an occurrence of a "downstream occlusion" alarm. Functional testing involved pressure testing and the pump was found to be within manufacturing specification. The investigation found that the downstream occlusion sensor seal was bubbled. The downstream occlusion sensor was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information received and attached by ICU medical on 27-jan-2022: no patient involvement. Event occurred during testing. Event problem and evaluation codes: updated after additional information received.